Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the sheath was dissected to remove the seal valve; there were multiple minor tears on the distal end of the seal valve. There was a tear across the entire length of the seal valve. The reported difficult to insert the guide wire was confirmed. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the proglide device would not backload/advance onto a 0.035 guide wire. There was a blockage in the lumen preventing backloading/advancing onto the guide wire. A second proglide device was successfully backloaded onto the 0.035 guide wire and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the proglide device. No additional information was provided.